Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and performed to specification, alongside random manual power ons, up to (B)(6) 2015. The device failed several self-tests due to a low battery between (B)(6) 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The measurements taken on the j11 connector would suggest a failing membrane. The green status led was observed to be constantly lit, this is a further symptom of membrane failure. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The device is switching on automatically.